Event description:
A customer reported an elevated immulite 2000 androstenedione value on a patient. Because this result corresponded to the clinical status observed by the physician, the patient underwent surgery and an ovary was removed. The sample was later tested on another method (coat-a-count) and the androstenedione value was in the normal range. Later discussions with the physician, indicate that he would not have performed the surgery to remove the patients ovary had the original androstenedione value (immulite 2000) read normal.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant androstenedione result is unknown. Siemens diagnostics has requested a serum sample from this patient so, in-house investigations can be conducted.